Event description:
The reported stated the surgeon used an aq2010v three piece silicane lens. The surgeon was advancing the lens and a piece got stuck in the cartridge. The lens was partially inserted into the eye and was successfully removed with no patient injury. Another lens, same model was implanted. Cause of the lens tear is unknown. No lot numbers were available on cartridge and injector used.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found piece of optic is torn off and one loop haptic is bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complain history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).